Event description:
Impella did not alarm at all during pt trip to CT. Minutes after returning to pt's room, impella device began alarming "placement signal not reliable". The impella screen showed no placement signals but still shows motor currents, flow, and purge system numbers. Pocus [point-of-care ultrasound] showing current position of the impella was appropriate. Dr. [Redacted] repositioned the impella, which was later checked with a chest xray. 1-800 number listed on device called and the impella rep informed us that the sensor for the device placement likely just stopped working or had gone bad.